Event description:
I had birmingham hip resurfacing (smith and nephew) implants put in 2007 right, and 2011 - left. Though xray /discovered right femoral neck fracture, bone reabsorption, and implant loosening. Lab tests revealed no infection but pseudotumor on the right (through CT san) and cobalt level of 69.5 and chromium of 106. Having them both taken out (revised) by the end of this year.